Event description:
It was reported that during an implant procedure, the insulation of the left ventricle (lv) lead was breached. The insulation damage was confirmed by visual examination. Additionally, the impedance of the lv lead increased drastically when tested. The physician elected to not used the lv lead and a new lead was implanted. The patient was discharged with no reports of adverse consequences.